Event description:
An impella cp device was inserted via the right femoral artery in a 66-year-old male patient with acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage d shock. The patient's comorbidities were not reported. The patient was taken to the cardiac catheterization laboratory for primary percutaneous coronary intervention (pci) and exchange of an intra-aortic balloon pump for impella cp support via the right femoral artery. Following placement of the impella cp, a facility equipment issue resulted in temporary interruption of the procedure, and the patient was transferred to the intensive care unit prior to pci completion. Upon arrival to the intensive care unit, persistent bleeding was noted at the femoral access site despite treatment with a femstop device and manual pressure. The abiomed team was notified and provided troubleshooting support. Due to continued access-site bleeding, the patient was returned to the cardiac catheterization laboratory within approximately one hour. Education regarding side-close technique was provided; however, hemostasis remained difficult to achieve. The planned pci was subsequently completed. The impella cp was then removed, and hemostasis was achieved with manual compression and perclose closure sutures.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.